Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone18.3. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 4 and 24 hours. The patient's healthcare provider determined that incorrect basal rate settings contributed to the event. Symptoms reported include loss of consciousness. The patient reported experiencing two hypoglycemic episodes despite consuming three bowls of cereal, two pieces of toast with peanut butter, german chocolate cake, orange juice, and snack trays, and subsequently sought medical attention. The patient was treated by a medical professional with dextrose and fluids. The patient was released (B)(6) 2026.